Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determining the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary was the failing component and was replaced.